Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(4) 2017: this medwatch is not to report a device malfunction, but to report an adverse patient effect. There was no report of a device malfunction or patient complication during the procedure. After a nanoknife ablation for an unresectable pancreatic cancer status post neoadjuvant chemotherapy, the patient immediately experienced a portal vein stenosis. The targeted area for the procedure was the pancreatic neck. A revascularization of portal vein was performed on the patient. It was reported the patient was admitted to the hospital for a prolonged period and was improving. It was reported that the disposable device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. There was no malfunction of the nanoknife system (generator and probe) reported. No part of the system was returned for evaluation. The customer's reported complaint of the patient experiencing a portal vein stenosis could not be confirmed as the devices used during the procedure were not returned for evaluation. Additionally, due to the nature of this complaint, functional testing of a returned sample would not duplicate the issue due to the root cause being a patient issue. There was no report of device malfunction or performance problems during the procedure. A review of the lot history records, obtained via shr, was performed for the nanoknife probe lots any deviation in manufacturing process related to the reported defect of the complaint. The review confirmed that the lot and the associated components used within the lot all conformed to manufacturing processes and testing. The instructions for use, which is supplied to the end user with this catalog number, states: "adverse effects that may be associated with the use of the nanoknife system include, but are not limited to: arrhythmia, atrial, fibrillation or flutter, bigeminy, bradycardia, heart block or atrioventricular block, paroxysmal supraventricular tachycardia, tachycardia, reflex tachycardia, ventricular tachycardia, ventricular fibrillation, fistula formation, damage to critical anatomical structure (nerve, vessel, duct), hematoma, hemorrhage, hemothorax, infection, muscle contraction pneumothorax , reflex hypertension, unintended mechanical perforation, vagal stimulation, asystole and venous thrombosis". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).